Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. An internal/external visual inspection was performed. Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during therapy initiated on (B)(6) 2014, at 00:08:03. During night drain cycle four, the patient's ultrafiltration reading was 1406ml, indicating the home patient (hp) drained 1406ml more than their maximum programmed fill volume of 1800ml. No additional information is available.